Manufacturer narrative:
An event regarding sterile barrier compromised the packaging of a hipstar stem was reported. The event was not confirmed. A visual inspection confirmed that the device had moved within the packaging and there were marks on the packaging as a result of this. The sterile barrier was not compromised. A review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no similar reported events for the subject lot code. The investigation concluded that based on the information provided it was not possible to determine when the damage to the packaging occurred. The movement of the device within the packaging indicates that the device may have been subjected to excessive handling at some point post manufacturing. No further investigation for this event is possible at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the sterile packaging of the device was broken inside the outer packaging (no damage).

Event description:
It was reported that the sterile packaging of the device was broken inside the outer packaging (no damage).